Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient repeatedly had urinary tract infections (uti). She got them constantly and had gotten the last 3 utis in the last 6 weeks. She had tried to treat it herself with antibiotics. She currently had a uti and it started friday. Patient stated the healthcare provider (hcp) knew about the repeated history that she had with utis. They had given her one medication and a ¿cranberry pill¿ and they did not seem to be helping. Patient requested a new hcp listing because she needed a second opinion on why she was getting these utis. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the uti hadn't resolved. The patient went to another hcp, who suggested the patient might have interstitial cystitis. The patient had an appointment scheduled for (B)(6) 2017 with that hcp.